Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development evaluation: the returned plate was observed to have a slight bend consistent with custom fitting prior to implantation. Witness marks were observed that were consistent with tool marks on the top and bottom of the plate. The cause of the tool marks is unknown but appears consistent with those caused by the surgeon during implantation. The measureable dimensions were found to be in agreement with the specifications. 2 of the 4 returned screws were observed to have broken heads, 1 screw was observed to be broken at the distal end of the shank. No witness marks were observed in any of the returned screw head recesses. One threaded portion of one returned screw was observed to have witness marks indicating damage from a type of gripping tool such as a pair of pliers of vice grip. Due to the unknown part numbers for the remaining parts and in light of the damage to each of the returned screws, no could technical measurements could be confirmed against dimensional specifications. Six parts 1) 32.4/2.7mm va-lcp first mtp fusion pl/sm/0 deg/left (part# 02.211.231 lot # 6574865), 2 thru 5) unk - screw locking (part # unk - screw locking, lot # not reported) ¨c 3 of these 4 returned screws was broken into two separate pieces, 6) unk ¨c screw (part # unk ¨c screw, lot # not reported) were received for evaluation with complaint category "broke during insertion/removal". The sales consultant reported a hardware removal of a metatarsophalangeal joint fusion plate with 4 locking screws, 1 cortical screw, and a 4 hole cannulated cancellous screw. The sales consultant reported that the locking screws and 4 hole cannulated screw were broken. The manufacture date of the returned plate was 1-apr-2011. The manufacture dates for the remaining returned parts were unreported due to unknown lot numbers. For the returned part 02.211.230, engineering drawings (B)(4) rev a and (B)(4) rev a were reviewed for conformance. The plate was fabricated from cold worked, implant quality electro-polished (B)(4) ((B)(4) which is typical material used for a plate of this type. The plate was etched for passivity. The design has been found to be adequate for the intended use and did not contribute to the effects noted in this complaint. The returned and damaged screws were not identified in the complaint and were not evaluated. A total of (B)(4) complaint exists in the (B)(4) complaint history for the complaint condition reported. The total number of us sales since (B)(6) 2006 of part 02.211.231 as reported in both (B)(4) and (B)(4) is (B)(4). (B)(4). The complaint does not specify that the returned parts were actually implanted, nor does the complaint specify that the returned parts were replaced which could indicate that the bone was healed. Due to the returned part condition, all related features are not measurable, so this complaint is deemed indeterminate.

Event description:
It was reported that the patient underwent hardware removal of a metatarsophalangeal joint fusion plate with 4 locking screws, 1 cortical screw, and a 4 hole cannulated cancellous screw. The locking screws and 4 hole cannulated screw were broken. This is report 2 of 4 for file (B)(4). This report is for the unknown metatarsophalangeal joint fusion plate.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. This report is for the unknown metatarsophalangeal joint fusion plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The device history record shows this lot of first mtp fusion plates was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Additional code: hwc.